Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11:cat#us157248 recap cement fmrl hd resur 48m lot#763560 unknown liner. Unknown stem. Complaint sample was evaluated and the reported event was confirmed. A m2a-magnum pf cup 54odx48id, was returned and evaluated against the complaint. Visual inspection found scratching and wear on the inner radius. Part of the finish of the inner radius has become dull and hazy. Foreign debris remains stuck to the porous coating. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head, pn unknown, ln unknown. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-09509. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure approximately nine years post implantation due pain, discomfort, lack of mobility and metal on metal resurfacing and metallosis. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.